Event description:
"During the procedure and while using the gelport laparoscopic system, the gel separated from the ring and insufflation was leaking."

Manufacturer narrative:
The incident was not reported to applied medical. We located this report on a maude report website; however, the maude report did not contain the hospital name hence we could not request more information or the return of the event sample for our investigation. A device history report of the incident will be conducted and a follow-up report will be sent upon completion of the evaluation.